Event description:
It was reported that one of the controllers is not working patient clarified the light will come on but she is not able to select the group that she wants for one of her implants patient stated the controller screen is blank and unresponsive for the past few days patient stated she was having trouble charging the controller at first but when she finally got it plugged in the controller screen will light up but there is nothing on the screen. Patient stated she is in so much pain. An email was sent to the repair department to replace the controller and the controller. Pss reviewed shipping information - pt stated "I have done this before". Pt called back in and reported that they received the replacement controller, but were still unable to recharge their implant. Pt stated they were unable to advance past checking the recharge quality. Pt stated it would just spin and spin. Pt confirmed they were using the replacement controller. Pt did not have access to their second recharger as they were in a rehab facility. An email was sent to repair to replace the recharger. Pt stated they were in pain due to not having stimulation. Pt also stated their controllers back cover was damaged today while trying to remove the back cover. Additional information was received from a patient (pt). It was reported that they received replacement recharger from this case but still cannot recharge the implant or see any blinking lights. Pt continues to see no device found and checking the recharger and cannot advance after pressing recharge. Pt is able to charge the left side implant with no issues. During the call, it was hard to hear the patient and follow what they were doing; agent asked pt to use paddle for the other implant but pt may have been using the other controller to try and charge the right side implant. Pt mentioned having controller replaced because they broke it while trying to take the battery pack out. Pt stated they are depended on this implant for their pain. Pt stated they have an appointment next thursday with healthcare provider (hcp). Agent reviewed since recharger and controller have been replaced, pt should follow up with hcp to check the implant since the right side implant is having the issue with recharging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt stated they received replacement recharger and controller but still cannot get the right side implant to charge. Pt stated they have had nothing but problems and issues since the first time they sent back equipment. Pt met with manufacturer rep 2-3 times about the issue and the issue still was not resolved. Pt stated they selected set up for implant on the controller but, can not advance past checking the recharger screen. Agent had pt reset controller and reinsert the recharger. Pt selected set up for implant and then was stuck on checking the recharger screen again. Pt stated the recharger feels kind of wiggly in the controller port. Agent asked pt to use recharger for left side implant but pt stated they currently only have 1 recharger with them. The pt also mentioned "they" wouldn't give them extra pain medicine and has been in a rehab facility for 38 days. Agent will call pt back for further troubleshooting. Explained that they are still using an old controller. Recommended pt to look for the controller replacement that was sent and can call back if issue persist. Pt mentioned they have doctor visit thursday at 1pm. Additional information was received from the patient on (B)(6)2024. The pt called back and repeated information noting they still couldn't recharge the ins. Discovered the pt was using the old recharger based on serial number instead of the replacement. Pt couldn't advance past the checking the recharger screen with the old recharger. Pt accidently mixed the rechargers up but was able to grab the replacement and they wrote down the replacement serial number so they know to return the old recharger. Pt initiated a recharge session to their ins with excellent quality with the replacement recharger and their ins battery was red. Reviewed the external equipment was functioning as intended. Recommended pt to return the old recharger to prevent mixing up the equipment. Patient called back and stated that the last time they called in they were able to get their right side to charge, but ever since then it hasn't worked. Patient explained that the controller will not go past the "checking the recharger" screen. Agent had patient reset the right side controller and connect the recharger; patient attempted to recharge the implant, but the controller would not advanced past the "checking the recharger" screen. Agent had patient connect the recharger to their other controller for their left side; patient confirmed they were immediately able to start recharging the left implant using the same recharger. Patient noted they only have one recharger but 2 controllers. Reviewed that the right side controller does not seem to be communicating to the recharger. An email was sent to repair to replace the right side controller.